Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy due to pop. It was reported that the patient underwent mesh revisions on (B)(6) 2009 due to vaginal vault prolapsed and (B)(6) 2009 due to erosion. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent a&p colporrhaphies with enterocele repair, suprapubic cystotomy due to urethrocele, rectocele, enterocele and sui.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh and monarc were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.